Manufacturer narrative:
No button error alarm. The insulin pump was received with intermittent button response due to moisture damage keypad trace. Numbers did not ramp up on its own or scroll bar moving with no input. No unexpected battery out of limit. No unexpected restart error alarm. Unit passed unexpected restart error alarm test. History error alarm noted on alarm history screen due to corrupted history file. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 83 mg/dl. Troubleshooting was not performed. The device was returned for analysis.